Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with a missing end cap sticker, minor scratches on the lcd window, a broken reservoir tube lip, and a missing o-ring on the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 220 mg/dl at the time of the incident. Caller stated that the pump is beeping and the alarm won't clear. Customer was at football and the pump was in his bag. Customer took a shower and then put on the pump. Caller mentioned that the customer is always dry when he gets out of the shower. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.